Event description:
This report is filed conservatively for congestive heart failure exacerbation with an unknown relationship to the mitraclip device. It was reported that on (B)(6) 2013, the patient with functional mitral regurgitation, underwent implantation of one mitraclip, reducing the mitral regurgitation from grade 4+ to grade 2+. On (B)(6) 2015, the patient was re-hospitalized with an exacerbation of pre-existing congestive heart failure causing a fluid build-up. Medication was administered and the patient condition resolved on (B)(6) 2015. The study physician has not provided an assessment of the relationship of the congestive heart failure exacerbation to the device.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. It was confirmed that the patient effects were deemed unrelated to the study device and procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial medwatch report filed, additional information was received: the study physician has assessed the congestive heart failure exacerbation with fluid build-up as unrelated to the study device or study procedure. The mitraclip was well attached to the leaflets and functioning as expected. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.